Manufacturer narrative:
The srt-100 system used to deliver therapy operated within its normal design parameters. No issues associated with this system have been noted during the initial review manufacturing testing, inspection, installation, and servicing records. The device has been maintained and an inspection by service personnel showed the device operating within normal parameters with no anomalies.

Event description:
On (B)(6) 2019, a patient contacted sensus healthcare via the general web inquiry form on our website. The patient stated they had received srt treatment on their right calf to treat squamous cell carcinoma. Patient developed a wound/sore at the site.